Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out unexpectedly during user interaction. Additionally, it was reported that the customer had "a hard time pressing" the touch screen when attempting to request a bolus. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer¿s blood glucose.